Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl and gastroparesis. The ketones were mild and patient was vomiting. For treatment, the patient was given pain medications, anti-nausea medication, saline and reglan. The pod was worn on the abdomen. The patient was discharged after 6 to 7 hours. The ketones were small.